Event description:
The patient was being infused with sodium bicarbonate drip at 125cc/hr via the pump but the volume in bag had not decreased after 3 hrs of infusion. The pump was removed from operation and replaced with another pump that operated correctly. Wash out was done. The alaris pump ir date collection sheet was completed today.the alaris pump rate was set at 125cc/hr with a sodium bicarbonate drip but the pump was not infusing adequately, so pt was not getting required dose even though the pump was pumping at the set dose. The pump was removed and changed.alarus pump rate set at 125cc/hr with bicarb drip but pump was not infusion adequately, so pt was not getting required dose even though the pump was pumping at the set dose. Put was removed and changed.